Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated and attributed to faulty shields on the analog board. The analog board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.